Event description:
Caller reported a malfunction with the tandem source pump, identified as malf 6, though no notable events occurred beforehand. Customer's blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, resolving the issue, and advised monitoring for recurrence. Customer understood instructions to call back if issues persist.